Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator had triggered an alert for being in backup mode. During the time the device was in backup, the patient received two shocks from the device but it was not determined if they were appropriate or not. The device was reprogrammed to normal function. The patient was stable throughout.